Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h2, and h6.

Event description:
New information received notes that on (B)(6) 2022, the right ventricular lead was capped and replaced. The patient condition was stable before, during, and afterward.